Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience symptoms that may be related to withdrawal and a reservoir volume higher than expected in the pump was observed. A catheter access port (cap) study was performed on (B)(6) 2016 and the catheter later appeared to be patent. The drug daily dose was increased and the patient will be re-evaluated at the subsequent appointment.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
Another reservoir volume higher than expected in the pump was observed. The pump will be re-evaluated at the subsequent appointment.

Event description:
On (B)(6) 2016, it was reported that the pump's daily medication dosage has since been lowered and the patient was provided with oral medication.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. The pump was returned over 4 years after the complaint. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis confirmed the pump did not successfully prime or flow. As this unit was returned so long after the complaint, no further testing will be performed. This pump was returned over 4 years after the complaint. The cause for the complaint cannot be determined. Internal complaint number: (B)(4).

Event description:
Director of sales training and development contacted technical solutions to report a prometra pump that was explanted due to previous volume discrepancies. Previously, it was reported that the patient did not want to have surgery and rather wanted the pump turned off. However, it was confirmed that the pump was explanted and the pump was returned.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: complaint-(B)(4).